Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call she experienced high blood glucose of 567 mg/dl. The customer stated she was high before going to bed and did not treat. During the call; customer's blood glucose went up to over 600 mg/dl. Customer requested assistance with priming. She was walked through filling the reservoir and priming and then bolus was delivered to treat. The insulin pump passed the selftest. The alarm history only showed a low reservoir alarm. Blood glucose started to come down and customer stated she was at home with her boyfriend and he would take her to the hospital if needed. She also mentioned she was in the hospital a long time back before she had the insulin pump.